Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, while cutting tissue, the stapler was unable to fire although the surgeon was able to press the green button and squeeze the handle. There was also a poor staple formation. The patient has no injury.